Event description:
A visiting nurse called on behalf of the customer. She alleged that she performed control tests and received results in the 280s (mg/dl) using the contour system. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips and meter were returned for eval. Replacement products were sent to the customer.